Event description:
On [redacted date], a physician retrieved a package of sterile non-latex gloves. Upon opening the gloves, he noticed that the inner paper package was labeled as latex gloves. The glove supply was searched in the cath lab and one other similar package was found. The rest of the glove supply across the hospital was also assessed and no additional aberrant glove was found. Our supply chain leaders are reporting this incident to the manufacture. Product information 23f4600, ¿latex free¿ pi ultratouch gloves.